Event description:
According to the reporter: occurred during a laparoscopic low anterior resection procedure. For the first firing, using the manual stapling handle and reload. The surgeon clamped the tissue of the rectum, started to fire, and moved the knife forward. However, could not staple the tissue. Additional tissue resection was required due to the tissue. There was tissue damage. Oozing bleeding occurred as a result. The surgical time was extended by less than thirty minutes. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload was pre-fired and engaged in interlock. The reinforcement material and sutures were still intact. The jaws of the reload were open. There were staples protruding from the proximal staple cartridge channel. Pmv performed functional testing which included the reload was loaded into a pmv instrument for functional testing. The interlock was overridden and the reload was then applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter per additional information received for the first firing, they were using the manual stapling handle and reload to resect the rectum. The device did not fire at all. The knife did not advance at all. There was no tissue damage. The surgeon successfully resected the original staple line with another device. The status of the patient is no problem.